Manufacturer narrative:
The technician replaced the brake caster to resolve this issue.

Event description:
The technician alleged that the brake casters are locking but the brake casters will still swivel. No pt impact.